Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the physician insert clso into the scope, he recognized that the inner flap part was tore a bit. So he removed this stent and used clso 7-9, in place of that. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Device evaluation: 1 x clso-5-9 device of lot number cf1775075 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution clso-5-9 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records confirmed that this failure had not previously occurred with lot cf1775075. Based on the information available, there are no issues associated with lot cf1775075. It should be noted that the instructions for use (ifu0045) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ there is evidence to suggest that the customer did not follow the instructions for use. From additional information provided the device at the centre of the complaint was not inspected for damage prior to use. A notification was sent to the product manager to consider retraining at the facility. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause may be attributed to user technique, whereby the damage occurred as a result of high force being applied to the stent during the procedure. Additional information confirmed that the damage occurred during the procedure and that the device was not inspected for damage prior to use. Additionally a possible root cause could be attributed to device handling. From additional information provided the device was not inspected for damage before use. It is possible that the stent got damaged on handling/removal of the device from the packaging before use. However, as the device was not returned for evaluation the cause of this complaint could not be conclusively determined. Summary: the complaint is confirmed based on customer testimony. According to the initial report, there was no patient contact during this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.